Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the ipg would not communicate with external devices. The programmer displayed the end of service message. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.